Event description:
The customer reported the forceps elevator of the subject device was broken. The reported issue occurred while preparing the subject device, prior to an unspecified diagnostic procedure. The intended procedure was completed using another device without a delay. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the inside of the light guide lens (lg lens) was dirty. This report is being submitted for the malfunction found during evaluation (dirty lg lens).

Manufacturer narrative:
In addition to dirty lg lens, service found the bending angle in up direction was out of specification, and the gap of the up/down knob was out of specification, due to wear of the angulation wire. The displayed image was partly dark due to scratched ccd (charge-coupled device) lens, the forceps angulation was out of specification due to deformation of the forceps elevator, the ccd lens was broken, the light guide lens was broken, the adhesive on the bending section cover was broken, the connecting tube was crumpled, the scope cover was deformed, the universal cord was crumpled, and the electrical connector was corroded. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to light guide (lg)-lens was broken by physical stress during device handling resulting in stain entered inside of lg-lens from the broken area. The event can be detected by following the instructions for use (IFU) which state: preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. The event can be prevented by following the instructions for use (IFU) which state: important information ¿ please read before use_ warnings and cautions warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.